Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly and adjustable pressure limiting valve were replaced. The unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/10/17 phone message, 10/11/17 email, 10/13/17 phone message.

Event description:
The hospital reported a failure of the unit to switch to manual ventilation when requested. There is no report of patient injury.